Event description:
Device malfunction: difficult to remove, vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: surgical removal. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a splenic artery embolization procedure. Reportedly, the step-by-step closure procedure was followed and after clip delivery, the device could not be removed. The device was attempted to be removed by "abort procedures" unsuccessfully. A vessel cut down performed revealed the vessel locator wings did not retract into the clip delivery tube and the artery wall was trapped between the inner star (vessel locator wings) and the outer seal (clip). The device was surgically removed. The artery was surgically repaired and sutured to achieve hemostasis. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.